Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2008 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in an avf (arterovenous fistula) with a 6mm reference vessel diameter, and a 10mm target lesion length. The lesion had 80% stenosis pre-procedure and 0% stenosis post-procedure. The lesion was negative for vessel tortuosity and calcification. The lesion morphology was tight concentric stenosis. The patient had a one-month follow up assessment in (B) (6) of 2008. The target lesion was patent. There were no adverse events and no additional procedures since initial procedure. The patient had a three-month follow up assessment in (B) (6) of 2008. The target lesion was patent. There were no adverse events and no additional procedures since initial procedure. The patient had a six month follow up assessment in (B) (6) of 2008. No adverse events were reported. The patient underwent conventional angioplasty at the target lesion in (B) (6) of 2008 due to angiographic restenosis. No twelve-month follow up assessment data was provided.